Manufacturer narrative:
Add'l lot# : acc196e. A supplemental report will be submitted upon completion of the investigation. Manufacturer date: (B)(4) 1997 for lot# acc196e.

Event description:
It was reported that: "the doctor was tensioning a dall mile cable in the proximal femur and he went to use the single sided tensioner and it wasn't tensioning. He was not able to tension the cable, it wasn't tightening around the bone."